Manufacturer narrative:
The complaint device is not available for a physical evaluation. Past investigation of similar failures indicated tolerance issues between the silicon tubing and the needle resulting in such failure. However this cannot be confirmed in this case as the device is not returned. There is no further information provided to determine a root cause for this failure. A batch record review has been conducted and the results indicate that this batch of product was processed without any incident and therefore there is no internally assignable cause for the reported problem. Further, a review into the depuy mitek complaints system revealed no other complaints for this lot of devices that were released to distribution. At this point in time, no further action is warranted. However, should any new information be provided in future, this file will be re-opened and a thorough investigation will be performed. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
The sales rep reported that during meniscal repair that the silicone tubing bunch up on the second deployment and fell off the device into the joint space. The silicone tubing was retrieved. The suture was cut leaving the 1st implant secured within the meniscus. The surgeon completed the procedure with another same size implant adjacent to the 1st implant with no patient consequences. There was a 2 minute delay in the procedure.